Event description:
It was reported that the safety valve test failed. Alarms for peep high and two technical error codes indicating airway pressure sensor error were found in the logs. There was no patient harm. Manufacturer's reference #: (B)(4).